Event description:
Alleged arthralgias, am stiffness, myalgias, paresthesias, dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, fevers, drenching night sweats, headaches, temporo-mandibular joint dysfunction, dizziness, memory loss, sicca, hair loss, easy bruising and tinnitus.